Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that during training by a zoll product specialist, the autopulse platform displayed an "align patient on platform, close platform" message upon power on. After the "continue" button was pressed, the platform displayed a user advisory (ua) 8 (motor controller fault detected) message. They then pulled up on the lifeband and pressed "restart" but the platform did not restart to provide compressions. No patient involvement was reported. No further information was provided.